Event description:
It was reported that a large volume infusor experienced a no flow. This was observed after filling with glucose solution (non-baxter product) and during priming. The reporter stated that negative pressure, or forced priming, was applied and did not resolve the issue. The device was filled per the baxter recommended procedure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 30, 2011 - october 3, 2011. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: one sample was received with approximately 120 ml of fluid in the bladder. No defect was observed during visual inspection. After the luer cap was removed from the distal luer for a functional flow test, flow was immediately observed at the distal luer. Flow continued without stopping, with no signs of flow problems observed. Initial evaluation did not confirm the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.